Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report

Event description:
On 13 apr 2026, senseonics was made aware of an incident where the customer could not link the newly inserted sensor with the transmitter. No signal could be achieved in the placement guide. A transmitter replacement did not resolve the issue. The issue was escalated to the next level of support who issued a return material authorization (RMA) to replace the sensor.